Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation on his back. The area was described as cancerous lesions. The patient reported blood on the mesh of the garments. The patient reported he had these lesions long before wearing the lifevest, and reported the irritation was not caused by the lifevest. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The final medical outcome of the irritation is unknown.